Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was able to fill the reservoir but when she connected to the infusion set and pushed on the plunger, it would not move and gave resistance. It was noted that there may be a possible temporary vent blockage or a bad connection. Troubleshooting was not performed as this was a past event. No further information reported.